Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; a cracked battery compartment with moisture corrosion inside the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/08/2017 with the following findings: during a visual inspection of the pump, the battery compartment was found to be cracked at the threads. The returned battery cap and a test cap secured properly to the pump. During testing, the pump did not power on due to rust/corrosion in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and no damage observed to the power circuit. There was evidence of moisture on the main printed circuit board and force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.